Manufacturer narrative:
Device not returned.

Event description:
On (B)(6) 2015, acufocus inc, became aware of an inlay being explanted 8 days postoperatively from the left eye of a (B)(6) year old male patient due to a suspected infection.